Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 2.75mm x 8mm nc emerge balloon catheter was advanced for dilatation. However, during inflation at nominal atmospheres, the balloon burst out. The procedure was completed with another of the same device. There were no patient complications reported. The patient status was good.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an nc emerge balloon catheter. The device was visually and microscopically examined. There was contrast and blood in the inflation lumen and balloon. There was blood in the guidewire lumen and the balloon was loosely folded. There was a longitudinal tear 6mm in length, 7mm from the tip of the device.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 2.75mm x 8mm nc emerge balloon catheter was advanced for dilatation. However, during inflation at nominal atmospheres, the balloon burst out. The procedure was completed with another of the same device. There were no patient complications reported. The patient status was good.